Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited gradually increasing shock impedance up to 111 ohms. Subsequently, an alert was received for high out-of-range shock impedance of greater than 125 ohms. Boston scientific technical services (ts) advised waiting until the shock impedance was around 150 ohms and then doing commanded shock testing at that time to determine the difference between the measured impedance and the delivered shock impedance. Review of the device data also showed a high out-of-range shock impedance measurement during a delivered shock at the time of implant. However, this appeared to be due to a non-physiologic signal rather than a true out-of-range measurement. This product remains in service. No adverse patient effects were reported.